Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a false positive troponin result for one patient on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 38.5 ng/l, repeat 3.1 ng/l, 0.1 ng/l, 8.1 ng/l. On another analyzer in lab result was 6.3 ng/l and 5.4 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. No abnormalities were indicated in this unit. Labeling was reviewed and found to be adequate. The product was not available for return. An abbott field service representative replaced the following parts: wash zone 2 valve drain vacuum vessel (part number 7-76447-01) because the valve was blocked/corroded. Field service considered this part the cause of error code 3700. Stat and r2 syringe (part number 7-779650-02) due to leaking. Vacuum pump diaphragms (7-201782-01) due to worn out from normal use. A single definitive cause was not identified. An issue with sample integrity could not be ruled out; as the issue was isolated to a single sample. Based on the available information, no product deficiency was identified.